Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted tka procedure, several times the real intelligence 24 in. Touch screen would briefly flicker off. The tablet did not. The cables were checked in the unit and all were secure. In addition, the surgeon was mapping the tibia when the entire tibia turned yellow/the points filled in. They hit the button to show the green dots and proceeded without issue. Case was finished with the same device with minimal delay. There was no patient injury.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The case/log files were provided for review. The screenshots and software logs showed the tibia points filled as completely collected. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a known console software bug. Based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.